Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, the lead was unable to defibrillate at 35 joules. The lead was capped and replaced. The device was also replaced with a new device. No patient complications have been reported as a result of this event.